Event description:
The customer stated that one patient sample generated a falsely elevated result of 180 u/ml for the architect ca19-9xr assay using lot 08852m500. This patient had a result of 19.7 u/ml for this assay one month earlier (lot is unknown). However; an antineoplastic drug was prescribed for the patient based on the falsely elevated result of 180 u/ml. There were no known adverse consequences.

Manufacturer narrative:
(B)(4): (an antineoplastic drug was prescribed for the patient), (high test result). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Manufacturer narrative:
Additional information indicated that the patient was prescribed an antineoplastic drug not due to the elevated result of the architect ca19-9. No other treatment or impact to patient management was reported.